Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced harm reported. With no reported allegation of a device malfunction, DHR was requested, for other reasons, along with the product not adhering/sticking. The customer reported, a blood glucose value of 370 mg/dl. The customer reported, hyperglycemia, diaphoretic and diabetic ketoacidosis treated with hospitalization: overnight stay. The customer reported, the cause of the high blood glucose was unknown. As no troubleshooting was identified. The event involved product(s) mmt-1780kpk, unomedical, mmt-332a and mmt-7020a. Troubleshooting was not performed. The customer reported, high blood glucose. The customer reported, an issue with the infusion set and sensor tape sticking. It was unclear whether, the customer had used the insulin pump system within 48 hours. And whether, the auto mode feature was active at the time of the event. No further complications were reported. No product return is required for mmt-1780kpk, no product return is required for unomedical, no product return is required for mmt-332a, no product return is required for mmt-7020a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.